Event description:
A report was received that the patient¿s ipg had migrated closer to the middle of her back which caused discomfort at the pocket site. The patient underwent an explant procedure and is doing well post-operatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.